Event description:
Patient was admitted to the hospital with syncope episodes on (B)(6) 2018. Device reported intermittent rv lead failure. Device was interrogated in clinic which revealed a .9v threshold increase since (B)(6) but impedance was in range during testing. Unipolar threshold was also reported as high. This lead also had intermittent loss of capture. Physician decided to plug this lead into ra port on new device as possible backup pacing for dependent patient. A new rv lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.